Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that ant icon appears in place of the continuous glucose monitor (cgm) reading for more than 15 minutes but less than 3 hours. There is no allegation of an adverse event. This complaint is being reported because the interruption of the cgm data stream may cause the user to miss their blood glucose (bg) trending and thus fail to react to any potential bg excursions.

Manufacturer narrative:
Device evaluation follow-up #2 submitted 10/10/2016: the transmitter was returned to animas and evaluated by product analysis on 9/14/2016 with the following results: no defect was found. Pump and transmitter ran over night with a steady reading of 115 mg/dl within +/- 20%. No alarm occurred. The transmitter performs within specification. Testing was unable to duplicate ¿ant in place of cgm reading". The returned transmitter was paired with test pump correctly. Bg value was set to 120 mg/dl twice within 2hr. Both bg calibration requests entered successfully.

Manufacturer narrative:
Follow-up #1 date of submission 08/30/2016-correction to serial #.